Event description:
It was reported that during cpc site visit, there was generalized reports of air in line while priming lipids. One nurse further reported air throughout tubing, especially in the pumping segment. It was noted by cpc that lines were being primed with the roller clamp wide open. Education was given on site in regards priming slowly to prevent ail. No further information is available. There was patient involvement but impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility